Manufacturer narrative:
This product is manufactured in (B)(6) but not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens, -5.00/+5.0/150 (sphere/cylinder/axis) in the patient's right eye (od), on (B)(6) 2013. The lens was explanted on (B)(6) 2018 due to loss of best-corrected visual acuity (bcva) and blurred vision. The surgeon has not decided at this time if another icl lens will be implanted. The reporter indicated there was no cataract, no icl rotation and no progression of keratoconus. The cause of the event is unknown.